Event description:
It was reported that the patient experienced deflation issues on the right cylinder of an inflatable penile prosthesis (ipp). An unspecified surgery was performed in which the preconnected cylinders and pump were replaced. The patient did not experience any further complications. It was stated that the physician did not have any additional information. Should additional information become available, it will be provided. Additional information was received in which patient stated explanted ipp was four years old and wouldn't inflate leading to the procedure. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced deflation issues on the right cylinder of an inflatable penile prosthesis (ipp). An unspecified surgery was performed in which the pre-connected cylinders and pump were replaced. The patient did not experience any further complications. It was stated that the physician did not have any additional information. Should additional information become available, it will be provided.